Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR report: 1627487-2019-04741; reference MFR report: 1627487-2019-04742. It was reported that patient experienced infection. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg and the leads were explanted. The issue was resolved.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-04741. Reference MFR report: 1627487-2019-04742.